Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had authentication failure indicating the account was locked in the active directory. A technical support specialist (tss) dialed into the system, verified the logs and confirmed that the user account was indeed locked, preventing successful login attempts. The customer was advised to coordinate with their information technology (it) team to unlock the account. Following this, the customer confirmed the issue was resolved, and no further assistance was required. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, active user was unable to log in to the station. The user attempted to access multiple stations and received an unable to authenticate error after entering the username. The account was verified as active with full permissions, but the login issue persisted across all tested stations. However, there were no delays or adverse events or injuries reported based on this event.